Event description:
It was reported that a revision was performed due to suspicion of dislocation of the tibia plateau with pronounced laxity in valgus. Finally, the polyethylene insert was changed because advanced wear on the inner side and resurfacing of the patella.